Event description:
The patient has two model 3186 leads from the same lot. It was reported that the patient has no stimulation from one of her leads. An sjm representative met with the patient for reprogramming but was unsuccessful in achieving effective stimulation. X-rays did not reveal any lead fractures, migration, or lead pull-out.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.